Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. The video from the facility shows an x-ray of the iab inside of the patient, which confirms the reported failure. We are unable to determine when this may have occurred. Health hazard evaluation (hhe) 1139208 CAPA (1163322) was initiated to investigate complaints with failure modes of "iab - marker misaligned". The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months).

Event description:
N.a.

Manufacturer narrative:
Due to character limit in block e1, event site name: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during intra-aortic balloon therapy that after inserting the trp3546 and checking the placement, it was noticed that the balloon tip and the marker at the base were too close. The procedure was stopped, and the device was replaced with the same type and size product. Pumping was resumed without affecting the patient¿s health. The actual product was retained for evaluation to check if the marker at the base had moved and to investigate the cause of the problem. No harm was reported.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter, event site email), e3, g3, g6, h2, h11. Corrected fields: h6 (type of investigation, investigation conclusions).